Manufacturer narrative:
The insulin pump passed displacement test and self test. Hardware low level failure alarm (variable info=3) confirmed in the pump history due to broken trace on u1 keypad assembly. The insulin pump was programmed with test guardian 3 link and test plug simulator. The insulin pump communicated properly display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually entered and unit display the programmed value properly on the display graph. No sensor anomalies were noted. Pump sensor feature and auto mode connection are working properly. Unit also received with cracked case(battery tube) and cracked battery tube threads.

Event description:
The customer reported via phone call that their insulin pump had received hardware low level failures alarm. The customer¿s blood glucose level was more than 200 mg/dl. Customer also stated that the insulin pump had cosmetic damage. Advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.